Event description:
It was reported that, "surgeon was using the broach and the broach handle. The top of the broach handle was hit with a hammer and broke off."

Manufacturer narrative:
Eval summary: the investigation concluded that the root cause was design related. The position of the through hole, version holes and superior lightening hole do not discourage crack initiation and propagation. Furthermore, marks on the proximal handle body and inferior face of the striker plate indicate a mallet was not used correctly to extract the rasp from the femur. This can worsen the cracking condition and effectively reduce the overall strength of the rasp handle. Impacting upward with the rasp handle centered within the mallet slot will help prevent damage to the handle.